Event description:
Clinical narrative: an impella 5.5 was utilized for support approximately 4 years prior to the abiomed team being notified of a complication with the patient. The patient was a family member of a catheterization lab personnel and conversed with the abiomed field representative. Over this past weekend the prior impella patient was taken to the operating suite for emergency chest exploration related to the graft tied to the patients aorta. The patient is in the ICU at this time but is stable and improving. The graft was removed from the aorta. Further clinical details have not been furnished, such as the date of use, age, or other patient demographics. Also, unknown is the type of axillary artery graft used or the surgical technique the 4 years prior. The event will be conservatively replied with information known.

Manufacturer narrative:
The device was discarded. The exact date of event is unknown. Direct impella 5.5 was inserted about 4 years ago at lourdes hospital and the patient was recently taken to barnes jewish hospital in st. Louis for emergency chest exploration. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Patient-device interaction/heart injury: the cause of the injury was not determined due to insufficient clinical details.